Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section and stress fracture. Concurrent conditions included hernia repair nos, pelvic operation, depression, arthritis and pelvic sprain. Concomitant products included bupropion (wellbutrin), fluoxetine and hydrocodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("unusual periods"), groin pain ("groin area pain"), abdominal pain ("abdominal pain") and pain ("pain from cysts"). The patient was treated with surgery (hysterectomy) and surgery (nova sure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder and pain outcome was unknown and the abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, groin pain, menstrual disorder, pain and pelvic pain to be related to essure. The reporter commented: an essure device was placed in the right fallopian tube and run through a complete cycle. Three coils were protruding. An identical procedure was performed on the opposite side with 3 coils protruding again. The pt tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: normal essure confirmation test. The fallopian tub. Approximately (B)(6) 2013- as per pfs hsg test : did a physician or healthcare provider advise you of any of the following (in writing or orally) regarding the results of your essure confirmation test: that you would need to return for a follow-up confirmation test. (B)(6) 2013 (per mr), hysterosalpingogram : findings: a hysterosalpingogram examination was performed. An open·sided speculum was inserted into the vaginal canal obtaining excellent visualization of the uterine cervix. The cervix was then cleansed with a betadine solution. The anterior lip of the cervix was grasped with a single tooth tenaculum. The neal fallopian cannula was inserted into in the endocervical canal. Then, the open-sided speculum was also removed. Under direct t1uoroscopic visualization a low-flow and low-pressure infusion of contrast media into the uterine cavity was performed. The uterine cavity and cornual regions were slowly and gently distended. Inspection of both cornual regions and proximal fallopian tubes documented adequate placement of the essure microinserts. At this point the procedure was ended. The single tooth tenaculum and the neal fallopian cannula were removed. The patient tolerated the procedure well. Impression: normal essure confirmation test. The fallopian tubes are occluded at the cornual regions. No contrast is visible beyond the essure micro-inserts. Most recent follow-up information incorporated above includes: on 27-jun-2018: information from pfs and mr. New reporter added. Patient¿s demographics added..new event added: groin area pain, abdominal pain, pain nos. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.